Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Recall/correction number: 3006552611-05/24/19-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two units of revaclear 300 dialyzer, internal blood leaks were observed. Treatment was interrupted and a new treatment was initiated, and a blood leak was once again observed and this treatment was also terminated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.